Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation, difficult to remove, and tissue damage. It was reported that the mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with an mr grade of 4. It was noted thickened leaflets. The first clip was deployed in a2/p2 without issue, reducing mr to 2. To further reduce mr, a second clip delivery system (ntw cds 00327u130) was advanced; however, when the clip was under the mitral valve, the anterior gripper got caught on the anterior leaflet. An attempt was made to raise and lower the gripper, but the anterior gripper would not lower. Troubleshooting was performed but the clip remained stuck on the anterior leaflet. Eventually, the gripper lowered and the clip was freed from the leaflet. After the cds was removed with the clip attached, a small piece of tissue was observed on the clip. A second clip was advanced to the mitral valve, and grasping was performed without issue. However, mr would increase instead of reducing, and therefore the clip was not implanted and was removed. Additional treatment was not performed since tissue damage was not observed on the leaflets. One clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported difficult to open or close (single gripper actuation). The reported difficult to remove could not be tested as it was related to patient/procedural conditions. The returned device analysis observed that the gripper line was broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported difficult to open or close (single gripper actuation) was likely due to the observed broken gripper line. The reported difficult to remove (anatomy) was due to a combination of challenging anatomy and procedural conditions as the anterior gripper was noted to be caught on the thickened leaflet. Based on the information reviewed, the reported tissue damage was an effect of the reported difficult to remove (anatomy) therefore related to the procedural conditions. The reported patient effect of tissue damage is listed in the mitraclip system gen 4 instructions for use as a known possible complication associated with mitraclip procedure. Based on the information reviewed, a potential product issue was identified due to the observed broken gripper line. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.